Event description:
A customer reported that during a vitreo-retinal procedure, the laser fired only intermittently several times. The last time it fired, the power seemed higher than expected. There was a delay during the case, but there was no pt harm.

Manufacturer narrative:
The company representative examined the system and could not duplicate the problem reported. The company representative examined the customer's laser indirect ophthalmoscope (lio) and no problems were found. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause cannot be determined. (B)(4).